Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 number. A batch review could not be completed as the lot number was not provided by the customer. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility (B)(4) team lead reported to baxter (B)(4) a one-link needlefree IV connector that was blocked. The one-link was removed and the user was able to access the site. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.